Event description:
It was reported that t:slim x2 pump battery would not charge, and pump history showed a power source alert while no low power or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter with a confirmed working outlet, and technical support instructed customer to leave wall adapter plugged into working outlet for at least 30 minutes. The pump began to charge. The customer continued using the pump for insulin therapy.